Event description:
Customer reported the insulin pump alarmed lost sensor during the initialization period. Troubleshooting was performed. Customer's blood glucose level was 98 mg/dl. Right transmitter is programmed in the insulin pump. Customer reported the insulin pump and transmitter are not communicating. Alert verified in history. Radio frequency was not established. Transmitter was tested, tested ok. Sensor was removed and was not bent. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.